Event description:
During a therapeutic ureteral stent placement procedure, one of the loops of this stent detached while attempting to remove the sutures after placement. There was no reported patient injury or complications. The procedure was completed successfully with another device.